Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the cgm mobile application shuts off unexpectedly. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected cgm mobile application shut-off was confirmed via data. A root cause could not be determined. Labeling indicates: once stopped, you can't restart the current sensor session. After you've stopped your sensor, you can remove it. To get g6 readings, alarm and alerts, insert a new sensor and start a new sensor session.